Manufacturer narrative:
Natus technical service left a message to follow up with the customer on 24 oct 2017. On 26 oct 2017, the customer called natus technical service to report that the issue had been resolved by moving the navigator pro away from anesthesiology equipment. Users are instructed to separate sources of electromagnetic energy from away from cables carrying patient response. Users are also instructed to to use a test room that must be conducive to collection of good quality aep data from the standpoint of electrical noise as well.

Event description:
The customer reported to natus medical that they were observing high levels of artifact in their eeg readings using a navigator pro. Natus technical service had the customer attempt a number of troubleshooting measures include a loop test (ok), braiding the leads, and placing the leads in water. When leads were moved away from the patient, the artifact was minimal, and when the leads were brought back near the patient, the artifact reappeared. The natus technical service representative recommended that the customer move the leads to a position free of artifact before reconnecting the customer and proceeding with testing.